Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. The customer's blood glucose level was not impacted. Reportedly, the customer will continue to use the pump for insulin therapy and declined further follow-up from tandem technical support.